Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked. The patient came in to change his blinatumomab bag at the hematology and cellular therapy department. He placed a compress over the infuser valve because it was leaking. The patient reported that this has already happened three times. Each time there was a loss of product. Patient wrapped a pad around the valve while waiting.

Manufacturer narrative:
Other text: b3: event date unknown. D3, g1, and g2 email is: (B)(6). One device (lot # 4315947) was returned for evaluation. Visual inspection revealed no anomalies. Functional testing was able to replicate and confirm the reported leak. IFU cautions section leaking can occur if using solutions containing high levels of surfactants which may cause fluid leakage through the air vent passage of the filter. No corrective actions were performed since the failure mode is not related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.